Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out, the lead was explanted due to externalized conductors. The patient was stable before, during, and after the procedure and monitoring will continue.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 7.7 cm to 10.5 cm from the distal tip. The etfe coating was intact at this location.